Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during vitrectomy vacuum was too weak and aspiration was low from the ophthalmic console. The procedure was completed with no patient harm.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. To resolve the issue, the nonconforming pneumatics module was replaced. The system was then tested and met all product specifications. The pneumatics module was received, and a visual assessment of the returned sample revealed no obvious nonconformity. Sample testing of the returned part was performed. The system message (sm) [cutting errors; valves have high transition faults (failed to open) cutting functions will be disabled.] Was replicated when connecting the vitrectomy probe. The cause was found to be the nonconforming transducer interface printed circuit board (pcb). A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the batch/lot/serial number was performed and a potential contributing factor to the reported complaint was identified. The complaint was determined to not be relevant to this investigation. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to a nonconforming transducer interface printed circuit board (pcb). Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).